Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The event was a revision of the left hip. The problem was constant and prolonged pain, which we discovered was caused by the artificial hip socket coming loose. X-rays showed an obvious movement of the cup. As a result, a second revision had to be done in 2008. The dall-miles cable grip system was also used in both surgeries. I still experience periodic pain. This problem required 4 surgeries in less than 2 yrs. I am still in physical therapy caused by this problem - the cup coming loose. Dx dates of use: 2007-2008.